Event description:
It was reported shaft break occurred. The expel¿ drainage catheter with twist-loc¿ hub was implanted during a drainage procedure in (B)(6) of 2014 without any problems. 45 days later, during the withdrawal of the device, it was noticed the proximal portion of the catheter broke and the distal part of the curl fractured and remained inside the patient. Removal was not possible. It was noted the fractured portion remaining in the patient should be eliminated by natural means. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Event date: (B)(6) 2014. Implanted date: (B)(6) 2014. Explanted date: end of (B)(6) 2014. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).